Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio st (device # 2). An additional emdr was submitted to represent the bard/davol ventrio st (device # 1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/ davol ventralex on (B)(6) 2011 and two ventrio st on (B)(6) 2014 and (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against two ventrio st. It is alleged that the patient sustained unspecified injuries on (B)(6) 2015. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex on (B)(6) 2011 and two ventrio st on (B)(6) 2014 and (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against two ventrio st. It is alleged that the patient sustained unspecified injuries on (B)(6) 2015. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incarcerated umbilical hernias thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the sac was excised. A bard ventralex mesh (device #1) was inserted and placed through the strapped.¿ (B)(6) 2014 - patient was diagnosed with incisional hernia thereby underwent open repair with the explant of previous mesh ventralex mesh (device #1) and implant of ventrio st mesh (device #2). Per operative notes, ¿the scar tissue was there about the umbilicus. The ventralex mesh had released itself from the attachment. The mesh was then removed carefully. The hernia was then easily extracted. Adhesion was taken down. A round ventrio st mesh (device #2) was placed and sutured.¿ (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the explant of ventrio st mesh (device #2) and implant of ventrio st mesh (device #3). Per operative notes, ¿some omentum was dissected. Previously placed ventrio st mesh (device #2) was fully removed. A ventrio st mesh (device #3) was placed and tacked.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2015) is considered to be a best estimate. This supplemental emdr represents the ventrio st (device #3). Additional emdr was submitted to represent the mesh ¿ ventralex (device #1) and an additional supplemental emdr was submitted to represent the ventrio st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.